Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported that the patient was attempting to be placed on impella cp due to the non-st elevated myocardial infarction, cath showed 90% calcified left main, 95% ostial left anterior descending, 85% circumflex, 99% mid right coronary artery. Chronic kidney disease creat. 1.96, hypertension, coronary artery disease, heart failure, ejection fraction 20%, renal insufficiency and surgical turndown. The patient's primary indication was noted as high-risk percutaneous coronary intervention. While on support, on (B)(6) 2021, the complainant reported the patient had a small hematoma noted in cath lab after the peel away sheath removed, and repositioning sheath placed. Perclose sutures were tightened, pressure was held, and femstop added. Standard care was presented to the patient. Standard care is not medical intervention. While on support, on (B)(6) 2021, the complainant reported the treatment is moving towards sepsis, white blood count¿s 8.4, low grade temp 99 all day.